Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Reason for revision: detachment of poly from metal backed patella. After inspecting polyethylene component, surgeon reports delamination of polyethylene.

Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Event description:
Update - malpositioning has also been identified.

Manufacturer narrative:
The device associated with this report was not returned. Photographs of the patella bearing component and patient x-rays were provided for review. Review of the x-rays confirmed the patella bearing component has disassociated from the metal backed component. It appears that the metal backing is excessively rotated relative to the troch implant and that the proximal portion of the troch is sitting proud. The noted positioning of the device could contribute to the bearing disassociation. The supplied photographs confirm polyethylene wear. No conclusions could be drawn about the polyethylene wear without the device to examine. Review of the device history records did not reveal any manufacturing deviations or anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. No evidence was found indicating product error was a contributing factor to the device disassociation and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.